Event description:
It was reported that bd alaris smartsite needle-free valve was damaged the following information was received by the initial reporter with the following verbatim: date of incident: (B)(6) 2024. Incident: the affected smartsite when connected to syringes did not work.

Manufacturer narrative:
The customer reported the smart sites did not work with syringes, and returned two used sets of material 2000e, lot 24026420. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused and tested with water, but no issues were found. The complaint could not be verified. Without a verified failure, the complaint could not be verified. The root cause is unknown without a verified failure. Device history record review for model 2000e lot number 24026420 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 15mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.